Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for battery replacement was due to battery no longer working properly. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.